Event description:
The customer's parent called and reported the insulin pump smashed into many small pieces. The bottom piece reportedly came off and all the wiring came out. Customer's blood glucose was 230 mg/dl. It was advised the customer discontinue use of the insulin pump and revert to a back-up plan. It was further advised the insulin pump would be replaced and it was agreed to that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, a cracked case near display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked end cap, bleeding lcd glass, stained keypad overlay, stained address/serial number label, and a protruded, loose drive support disk.